Manufacturer narrative:
Evaluated one opened/used enlite sensor and found sensor retracted inside sensor base. We were unable to confirm if sensor damage due to customer returned opened/used. No broken or missing parts were observed during analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the sensor would not connect to the insulin pump. Customer's blood glucose was unknown. Cannula was missing when the sensor was removed from the body. After troubleshooting, customer was advised the sensor will be replaced. Customer agreed to return the sensor for analysis.